Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 260 mg/dl. The customer reported exposing the insulin pump to moisture from a rain storm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronic assembly or motor. The insulin pump had a cracked reservoir tube lip, minor scratches on the display, cracked display window and a cracked case at the display window corners.